Event description:
Customer reported issues with the sensor and transmitter. Customer's blood glucose was low 38 mg/dl, treated with juice and a peanut butter sandwich. Customer was advised how to properly insert a sensor. Customer declined troubleshooting the transmitter. Customer stated the sensor tip was bent. No further information reported.

Manufacturer narrative:
Reliability analysis inspected two opened/used enlite sensors and performed testing. One of two sensors failed per specification. No isig readings were detected. Checked lab transmitter for proper use and operation, and transmitter passed per specification. The last sensors passed per specification with accurate readings. Also found both cannulas bent. Unable to confirm the customer received sensors in said condition due to the product being returned opened/used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.